Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: deliquescent pollution.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed as the labels of the tubes are stained with a brown substance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred seven times. The following information was provided by the initial reporter. The customer stated: deliquescent pollution.